Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that during a trial procedure on (B)(6) 2019 the physician was unable to get the lead into an effective location. In turn, the procedure was abandoned and nothing was implanted in the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.